Manufacturer narrative:
Date of event: date of event was approximated to 06/01/2021 as no event date was reported. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct. The exact event date was not provided. During the procedure, the introducer broke off the delivery system and got stuck in the duodenoscope when they pulled the metal piece for deployment. It was reported that they used a 10 fr pusher to remove the broken guide catheter. The procedure was successfully completed with another 10 f naviflex rx delivery system. There were no patient complications reported as a result of this event.